Manufacturer narrative:
The ICD and the lead were returned for analysis. Prior to the analysis of the devices, the quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. Analysis of the ICD: upon receipt, the ICD was visually inspected. The inspection revealed a spot of molten titanium on the ICD housing. The ICD was subjected to an electrical analysis, confirming that the device could not be interrogated. Therefore, based on the observed symptoms, it is reasonable to assume that a shock delivery into an external short circuit led to a damage of the electrical module. Due to the damage of the electrical module the device could not be interrogated and the memory content of the device was not restorable. Analysis of the lead: upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, multiple signs of abrasion were noted along the lead body. The insulation was still intact in these regions. Additionally extraction damages were found such as multiple cuts in the insulation and a torn up lead body. The lead body was covered in calcified tissue indicating severe ingrowth of the lead body. Furthermore the svc shock coil showed a mark of arcing over 42 cm distal to the is-1 connector pin. Conclusion: the analysis revealed marks of arcing over on the ICD housing and on the svc shock coil of the lead. Based on the location of the mark on the lead it is highly likely that it occurred during the extraction procedure. The ICD was still activated, most likely resulting in a shock delivered into an external short circuit when the shock coil contacted the housing during the explantation. As a result, the electrical module was damaged and the ICD was no longer interrogatable. The analysis did not reveal any damages of the devices which might have contributed to the patient¿s death. Furthermore there was no sign of any material or manufacturing problem of the devices.

Event description:
It was reported that the ICD was explanted after the patient died. It was not interrogatable.please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.